Event description:
No additional patient or event information has been received since the last report was submitted on 11nov2019.

Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, communication/interviews, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and basket formation in the closed position. The mlla (male luer lock adapter) was loose, and the collet knob was tight. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. There were kinks in the basket located 5mm, 57cm, and 81cm from the distal tip of the basket sheath. There was a kink at the base of the support sheath. The basket formation appeared flat and not symmetrical. The basket wires appeared pulled away from the knot in the basket formation. Functional testing determined the handle actuates the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a deformed basket. When open, the basket had a flat appearance and the wires were not symmetrical. It was also observed that the sheath was kinked in multiple locations. One of the kinks was located 5mm from the tip of the basket sheath, in the same location the basket would have been located in when in the closed position. All basket devices are inspected during manufacturing and quality control checks for proper basket shape. The devices are also packaged with the basket in the open position. It is most likely that an unknown procedural related issue, such as the size/shape/location of the stone, the path of the device inside the scope, or an interaction with another device cause the basket wires to become deformed and affect the shape of the basket. There is no specific information related to any possible procedural related issue, therefore the cause for the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a transurethral lithotripsy, a ncircle tipless stone extractor was opened to remove stones from the patient. When the basket was opened it didn't "form into" the correct shape, but was noted to be deformed. Another ncircle tipless stone extractor was used to complete the procedure. No adverse effects to the patient were reported due to this malfunction.